Manufacturer narrative:
Date of initial report sent: 07/15/2009.

Event description:
Procedure type: unknown. According to the reporter: prior to use on the patient, inserted the trocar into cannula and the seal broke. Opened another, but the same event occurred. No patient involvement. Operating time not extended. A new instrument was used to complete the procedure. No patient injury was reported.